Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas did not charge while on its wireless charger, displaying ¿charge ilet now¿ until it eventually powered on to 11 percent; this aligns with a charging problem associated with the battery charger component. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem was identified, consistent with a charging problem involving the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.